Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No further event information is available at the time of this report. Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one certain® low profile one-piece abutment (ilpc343u) and one 3i t3® non-platform switched tapered implant (bost3211) were returned for investigation. Visual evaluation of the as returned products identified the abutment screw portion was fractured. Additionally, screw fragment was identified inside the implant and bone/blood residue was identified around the external threads. Functional testing could not be performed due to the nature of the devices and event. Device history record review for the lot (2020030799) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. A complaint history review by item number was conducted for the lot (2020030799). The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported products for similar events (complaint category keyword: functional: fracture: screw). June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, screw fragment was stuck in the implant drive feature.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that implant had to be removed due to screw fracture inside. Procedure was completed with other implant.